Manufacturer narrative:
A ge service rep performed an on site investigation. The filament error message could not be duplicated. Performed and filament recalibration with no errors. Recommended to facility clinical engineering group to consider replacing the x-ray tube. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 9800 system would receive filament regulator failures. This failure would disappear upon reboot and the system would work normally for several days. There was no report of patient injury.